Manufacturer narrative:
The pump was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a 67-year-old male patient was on an impella cp for mechanical circulatory support. However, the purge filter was noted to be broken. A purge filter bypass was initially completed; however, the device was subsequently replaced as a result of the issue. There was no reported patient harm.